Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed from the tissue? How was the procedure completed? Was there any patient consequence? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when?

Event description:
It was reported that during an unknown procedure; the device was inserted through a trocar for use. The devices power stopped midfire and manual override did not work. Upon removal from the trocar the load was apart from the stapler. All parts were removed from the patient. There were no patient consequences reported.